Event description:
It was reported that during unpacking of the starter guide wire, the wire broke twice at the distal end. There were no patient complications as the device had no contact with the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the starter guide wire was never removed from its packaging hoop and that the tip was already broken and outside the hoop. Approximately, 2-3cm of the guide wire was broken from the distal tip. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the overall length of returned guide wire was 180.65cm. The guide wire was received as two-2 offset coil conditions with kink damage located 6.55cm and 7.20cm from the distal tip with several bends and camber over the remainder of the length of the guide wire. Visual examination of the guide wire revealed scraped ptfe coating over the distal 5cm and at each offset coil condition. The two-2 offset coil conditions with kink damage resulted in local oversized diameter conditions of .0541¿ and .0560¿; additionally, each offset condition is the result of a single coil wrap being compressed by side loads (pinch action). Dried blood-like residue was noted at the proximal weld joint and the coil wraps over the proximal 5mm and scattered over the length of the guide wire. No other damage or inconsistencies are noted to the guide wire at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the returned guide wire appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that the starter guide wire was never removed from its packaging hoop and that the tip was already broken and outside the hoop. Approximately, 2-3cm of the guide wire was broken from the distal tip. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
(B)(4).